Manufacturer narrative:
Thank you for sending in your sample, however we are unable to locate it at this time. Please understand this is a rare occurrence and we apologize. Should the sample be located we will re-investigate and respond back to you with the results. No sample no photos received for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on previous investigations, possible root cause is associated with damage to the assembler. Update to the bolt alignment will be implemented.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309657. Batch#: 0332975. It was reported that the bd luer-lok luer was cracked / damaged / deformed. The following information was provided by the initial reporter: verbatim: product: 309657, lot: 0332975, date of incident: (B)(6) 2024, patient harm: no, sample available: yes. Incident: when staff member was going to use the 3ml syringe, the leur lock connection was not working. Upon inspection there was a defect at the top of the syringe. Another staff member stated that they had noticed this same issue on a syringe but had just thrown it out.